Event description:
Physician attempted to place temporary pacemaker and with first attempt (with this device), the temporary pacing catheter failed, no pacing spikes identified at any time. Physician requested another (second) pacer wire and was successful, pacer spikes were present and a complete capture was obtained. Therapeutic failure of product.